Event description:
It was reported that the patient death occurred. The target lesion was located in the liver. The procedure was an emergency medical surgery and the patient was in poor condition with a gastrointestinal hemorrhage. A 15mm x 40cm .035 interlock coil was selected for use. After percutaneous hepatic portal angiography, the physician found gastric varices and performed coil embolization. The physician placed the 15x40 interlock coil into the catheter. The coil could not be advanced after pushing a short part of the device. Consequently, the physician attempted to withdraw the coil back to the catheter for re-deployment. However, the coil remained in the same place and failed to be withdrawn. In order to remove the coil, the physician removed it together with the catheter and found that the coil was detached from the interlocking detachable arms. The catheter and guidewire were advanced again to find the target vessel to perform embolization with a new coil. Prior to regaining access to the target vessel, the patient had a sudden massive hematemesis and blood pressure and heart rate dropped rapidly. Rescue was attempted, but the patient passed away. The cause of death was massive alimentary tract bleeding. The physician's noted there was no direct relationship between the device and patient death, however, the prolongation of procedure indirectly influenced the patient. It was further reported that there were no device fragments left inside the patient's body and that the coil was completely removed.

Manufacturer narrative:
Device evaluated by manufacturer: only the opened box was received. There were no damages identified. The coil was not returned. It was reported that the coil was discarded.

Event description:
It was reported that the patient death occurred. The target lesion was located in the liver. The procedure was an emergency medical surgery and the patient was in poor condition with a gastrointestinal hemorrhage. A 15mm x 40cm .035 interlock coil was selected for use. After percutaneous hepatic portal angiography, the physician found gastric varices and performed coil embolization. The physician placed the 15x40 interlock coil into the catheter. The coil could not be advanced after pushing a short part of the device. Consequently, the physician attempted to withdraw the coil back to the catheter for re-deployment. However, the coil remained in the same place and failed to be withdrawn. In order to remove the coil, the physician removed it together with the catheter and found that the coil was detached from the interlocking detachable arms. The catheter and guidewire were advanced again to find the target vessel to perform embolization with a new coil. Prior to regaining access to the target vessel, the patient had a sudden massive hematemesis and blood pressure and heart rate dropped rapidly. Rescue was attempted, but the patient passed away. The cause of death was massive alimentary tract bleeding. The physician's noted there was no direct relationship between the device and patient death, however, the prolongation of procedure indirectly influenced the patient.